Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. There were no reported adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The handpiece has been rec'd at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the rotor was lodged in the motor. The motor and rotor, along with other components were replaced.